Event description:
A post-market clinical follow-up (pmcf) anonymous survey was conducted for subject neuroform ez stent. The survey was conducted in united states. During the survey, stent migration was reported to have occurred. No further information is available.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. A post-market clinical follow-up (pmcf) survey was conducted for neuroform ez (device number unknown ¿ quantity (B)(4)), and responses (double blinded) from physicians was received on 11september 2024. The clinical specialists involved in the survey were from china, france, germany and united states. For neuroform ez the following complications were reported: all-cause mortality, allergic reactions, hemorrhagic events. In-stent thrombosis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was not returned as it was implanted. It cannot be confirmed if the device met specification, as the product was not returned. The as reported code of stent dislodged/migrated will be assigned undeterminable as the stent was deployed in the patient and was not available for analysis.

Event description:
A post-market clinical follow-up (pmcf) anonymous survey was conducted for subject neuroform ez stent. The survey was conducted in united states. During the survey, stent migration was reported to have occurred. No further information is available.